Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a mini-bypass, there was a malformed clip during clipping on the staple line to achieve hemostasis. After the clip malformed, the device locked and all the other clips are malformed. The device was removed from the patient and fired several times to conclude that every following clip was malformed as well, making the device unusable. A new clip applier was opened. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). D4: batch # t94026. H2: additional information received: it was confirmed that there was "no patient consequence.". Investigation summary: the analysis results found that the er420 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining 8 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.